Event description:
It has been reported to us that during the preparation the balloon deflated itself. The physician inserted the occlusion balloon device into the pt and inflated the occlusion balloon to occlude the vessel. At some time during the procedure the occlusion deflated itself unexpectedly. The device was removed and replaced with another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3 - device evaluation anticipated, but not begun.